Manufacturer narrative:
Due to character limit in e1 initial reporter: (B)(6). Due to character limit in e1 event site name: (B)(6) medical center. Due to character limit in e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump had ECG cable damaged. There was no patient involved. No harm or injury to the patient was reported.